Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the ui to stack flex assembly. The connector of the ui to stack flex assembly which connects to the boardstack was disconnected and the connector on the other end which connects to the user interface pcb assembly was not fully seated. Physio reconnected both connectors to resolve this issue. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The third party service agent said that the device was able to power on when evaluated, and that the device was not opened for troubleshooting.

Event description:
A third party service agent contacted physio-control to report a non-critical issue with a customer¿s device. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device was unable to power on. There was no patient use associated with the reported event.